Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. A non-sterile 6f-7f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the received non-sterile device showed that the shuttle was engaged to the black handle, the syringe was attached to the device with stopcock open, and the procedure sheath was observed on the catheter as received. The advancer tube and the sealant were not returned with the device. Visual inspection also found evidence of dried contrast in saline solution residue on the catheter surface and inside of the shuttle handle. During functional analysis, there was significant resistance felt when attempting to remove the procedure sheath from the device. Unusual force was applied, and the procedure sheath was successfully removed from the device. It was revealed that dried saline in contrast had caused the procedure sheath to have stuck to the outer cartridge tubing which prevented the procedure sheath from moving freely as received. Leak testing could not be performed on the balloon of the returned device, due to the catheter¿s lumen being clogged with dried contrast in saline solution. Multiple attempts to inflate the balloon with water were exhausted. Visual inspection at high magnification found evidence of dried contrast in saline solution on the catheter surface and inside of the shuttle cartridge handle of the returned device. The catheter, shuttle cartridge and procedure sheath were inspected for anomalies that could have contributed to the reported incident. No anomalies/damages were observed.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) was catching on the sheath during deployment. No other information is available.

Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) was catching on the sheath during deployment. No other information is available. The mynx was attempted to be used following a superficial femoral artery (sfa) angioplasty. The user was trained on the use of the mynx device. Hemostasis was achieved with manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. Additional procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received non-sterile device showed that the shuttle was engaged to the black handle, the syringe was attached to the device with the stopcock open, and the procedural sheath was observed on the catheter as received. The advancer tube and the sealant were not returned with the device. Visual inspection also found evidence of dried contrast in saline solution residue on the catheter surface and inside of the shuttle handle. Significant resistance was felt when attempting to remove the procedure sheath from the device. Unusual force was applied, and the procedure sheath was successfully removed from the device. It was revealed that dried saline in contrast had caused the procedure sheath to have stuck to the outer cartridge tubing which prevented the procedure sheath from moving freely as received. Leak testing could not be performed on the balloon of the returned device due to the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to inflate the balloon with water were exhausted. Visual inspection at high magnification found evidence of dried contrast in saline solution on the catheter surface and inside of the shuttle cartridge handle of the returned device. The catheter, shuttle cartridge and procedure sheath were inspected for anomalies that could have contributed to the reported incident. No anomalies/damages were observed. A product history record (phr) review of lot f1821502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was confirmed through analysis of the returned device since resistance was experienced. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis since the complete device was not returned. Based on the information available for review and the investigation performed, without return of the sealant and advancer tube, it is not possible to determine exactly what may have contributed to the issue experienced by the customer. If high tension was applied to the balloon during the shuttle deployment step, this can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and cause the sealant to hydrate prematurely, especially if the stopcock of the sheath was not opened. As the sealant prematurely swells, it increases the profile of the sealant which can prevent the procedural sheath/shuttle from being advanced/retracted during the procedure and adhere to device components. However, procedural/handling factors of the device possibly contributed to the issue experienced since the cause of the resistance during analysis was found to be dried saline/contrast media on the mynx catheter. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Addendum for additional information received: the mynx was attempted to be used following a superficial femoral artery (sfa) angioplasty. The user was trained on the use of the mynx device. Hemostasis was achieved with manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. Additional procedural details were requested but are unknown. As reported, the 6f-7f mynxgrip vascular closure device (vcd) was catching on the sheath during deployment. No other information is available. The mynx was attempted to be used following a superficial femoral artery (sfa) angioplasty. The user was trained on the use of the mynx device. Hemostasis was achieved with manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot f1821502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ could not confirmed as the devices were not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the deployment jams reported. However, a possible factor are storage temperature factors. If the devices were exposed to temperatures above 25 degrees celsius, the sealant can begin to soften, which makes delivery of the sealant more difficult. Another factor could be failing to open the sheath¿s stopcock prior to the shuttle down step. This can result in a premature swelling of the sealant since the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, increasing its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Also, without a lot number to conduct a phr review for the second device, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01046 and 3004939290-2019-01047.